Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator. The rep reported that they spoke with the patient¿s hcp and the hcp stated that they sent the patient to a different hcp for evaluation of the device. The new hcp recommended moving the leads more proximal to their current location and planned on replacing the leads and battery on (B)(6) 2017 because the patient's device was giving them relief but it could have been better. It was noted that the patient has autonomic dysfunction and postural orthostatic tachycardia syndrome. Additional information was received from a rep. It was reported that the patient's surgery was rescheduled for (B)(6) 2017. Additional information was received from the manufacturer¿s representative (rep) and it was reported that the patient had the device removed and replaced on the day of the report. The rep reported that the healthcare provider (hcp) removed both leads and the battery and replaced them with 2 new leads and battery. The rep reported that the hcp placed the leads more proximal after having gastric mapping done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.